Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt experiences pain that occurs every few days. He can't stand for more than 20 minutes or sit for an extended time without experiencing severe pain. The pain became intense in 2011. There are times when he cannot put any weight on his right leg and must use a walker. He is receiving pain management treatment for his hip and various other preexisting conditions. The stated that it sometimes feels like the rod is popping out of the bone. According to his surgeon, the implant appears to be correctly positioned in recent x-rays. He is waiting to complete blood work, an MRI and an aspiration, and will schedule a consultation with his surgeon when tests are completed.